Event description:
Pt was scanned with sense body coil positioned on the upper legs. After the examination two 2nd degree burns were found on the inner calves.

Manufacturer narrative:
(B)(4). Conclusion: based on the info provided, the burn is a skin to skin burn caused by a rf current loop formation between the inner calves of the pt. The instructions for use contains warnings on this subject, no add'l action required. Incidents like these will be trended and any further corrective actions will be based on that trend info.